Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens, of diopter -6.0/3.0/073 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged with a same model but longer length lens due to low vault without rotation. This resolved the problem. Additional information provided "the second ticl is in the vertical position." The cause of the event is reported as unknown.

Manufacturer narrative:
Claim #: (B)(4).